Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this oversensing was exhibited and the patient received multiple shocks. The patient felt lightheaded with fluttering in her chest. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.